Event description:
Medical data electronics monitor escort prism serial was monitoring a pt in emergency department for over one hour when the ECG waveform began to "rail" (became a square wave pattern going fully positive and then negative). The ed nurse switched electrodes on the pt, then lead wires, then patient cable, then the entire patient cable and lead wires, to no avail. Another monitor was put on pt for transport to x-ray so nurse tried the monitor on themself with the same resulting degradation of the ECG waveform. After turning the unit off for a while, the unit performed well on the next patient. Biomed was unable to reproduce the symptoms that day. Please note: five days earlier biomed reproduced a similar situation in biomed and reported it to MFR as being related to the internal heat problems being experienced in the escort prism series as stated by mde tech support and sales and as noted in MFR's experience. Mde refuses to accept this conclusion, but has issued a return authorization for this unit. Reporter cannot send this unit back without a loaner, which is unavailable at this time.